Event description:
It was reported that the event involved a female patient while in the cath lab. Indications for use: low cardiac output syndrome. The md inserted the intra-aortic balloon (iab) through the sheath via left femoral with no issues. While the patient was still in the cath lab and the iab was indwelling for 1.5 hours of therapy, flecks of blood were noticed in the helium line with no alarms heard or paper strips. As a result, the pump was turned off. The iab was removed successfully and the patient was returned to the intensive care unit. The iab therapy was no longer needed. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. There was no report of patient death, injury or complications. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.